Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, "it was detached." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on april 17, 2024, and on april 26, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, "it was detached." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 17, 2024: during the procedure, the band fell off from the varix and did not remain in place. It was noted that there was no difficulty experienced upon setting up the device.